Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: migration.

Event description:
Patient representative reported " increased risk of recurrence of bia-alcl, emotional distress including fear and anxiety related to cancer, accumulation of foreign and adulterated silicone particles in their bodies, including the resulting inflammation, cellular damage, and subcellular damage, past and future medical expenses, physical pain and suffering from explantation". This record is for the left side. Device has been explanted.